Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1028609 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1028609 , test base part number 190-430 / lot: 1028609 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1028609 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Reports: 1221359-2021-01840, 1221359-2021-01841.

Event description:
The customer reported three (3) false negative results with ID now covid-19 assay performed with different lot numbers. This MFR. Addresses lot number three (3) of three (3). The customer reported a false negative result on a nasal swab with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing on a nasopharyngeal swab in transport medium was performed on (B)(6) 2021 with diasorin and generated positive results. No additional information, including patient treatment and outcome was provided.